Event description:
The pt was reportedly experiencing facial nerve stimulation and loss of sound. The testing of the device showed open impedances on several electrodes. Revision surgery is being discussed.